Event description:
Contact reported that during a surgical procedure, two viper cortical screws were used. The screw head on one of the screws, popped off. No issue was reported for the other screw. As reported, the surgeon under tapped prior to screw insertion. The surgeon was able to remove the broken screw and insert another without issue. There was no adverse consequence to the patient.

Manufacturer narrative:
One of the returned screws was received with the screw head broken off at the base where the screw head meets the screw shaft. There were no issues noted with the other screw. (B)(4). Complaint trend report found no other complaints have been reported for this product code. A CAPA was previously opened for similar events involving large diameter screws. The investigation found that the root cause is most likely related to the higher insertion torque requirements of inserting larger diameter/longer screws, if not optimally prepared using a full diameter and full depth tap prior to screw placement. A CAPA has been initiated to further investigate this risk and determine appropriate corrective actions. Based on the information received and investigation of the returned product, definitive root cause cannot be determined. Possible cause could be attributed to under-tapping, but this cannot be confirmed.